Event description:
It was reported that during an ovarian resection procedure, the balloon would not expand from the beginning. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based upon the inquiry info rec'd and the visual examination, it was concluded that the balloon was cut/punctured by an instrument. The batch history records were reviewed by clinical innovations with no anomalies noted.